Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Data review determined the device also recorded an untreated episode due to recorded noise and variable r-wave amplitudes. Ts recommended programming to the primary vector to mitigate further inappropriate shocks. Additional information was received that another inappropriate shock was delivered due to low amplitudes. This system was tested in clinic with provocative maneuvers with myopotential noise observed in all vectors. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Data review determined the device also recorded an untreated episode due to recorded noise and variable r-wave amplitudes. Ts recommended programming to the primary vector to mitigate further inappropriate shocks. Additional information was received that another inappropriate shock was delivered due to low amplitudes. This system was tested in clinic with provocative maneuvers with myopotential noise observed in all vectors. X-ray was completed and system placement was recommended to be optimized. This device was then explanted and replaced. No additional adverse patient effects were reported.